Event description:
Patient had a product implanted. Patient was then admitted to hospital for septic shock.

Manufacturer narrative:
The device has not been returned at this for evaluation. It is unclear if the complaint product is manufactured by bas. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.